Event description:
It was reported that during the maintenance checkup, the gso engineer noticed the connector was tightened with the torque of 4.5n or smaller.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no abnormality in the appearance of the main body. Functional testing found the patient outlet connector was loose because the load in the loosening direction is applied when the patient circuit is attached or detached. The connector was tightened with a force of 4.5n and passed functional testing. The root cause of the reported issue was found to be design. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken.